Event description:
It was reported by provider that the back wheels are broken on the 9805 patient transport. The provider states the unit was with the consumer when the failure occurred but states no injuries were noted.